Event description:
Dr. (B)(6) was attempting to use the large v-care when he noticed a hole in the balloon. Passed off of the field, bagged and tagged, taken to (B)(6) office. FDA safety report ID# (B)(4).